Event description:
It was reported that during a coronary artery intervention procedure, a guide wire shaft fracture occurred. The target lesion was located in the right coronary artery. The physician engaged the choice guide wire into the vessel and noticed a slight bend in the wire. The bend was located on a portion of the wire that was outside of the patient. The physician then started advancing a non bsc balloon catheter over the wire when the wire fractured. The location of the fracture occurred outside of the patient where the bend was located. The guide wire was removed. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).